Event description:
The customer states the device will not charge. There were no reports of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.